Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified veterinary surgical procedure, it was observed that the electric pen drive device was burning more tissue than it was cutting. It was also noted that the device was overheating and was burning the operator's hand. It was noted that there was patient injury, and the user had burns from using the device. There were no reports of medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.